Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, the surgeon believes a perforator didn't cut as well as previous perforators. This procedure was completed using a new perforator. No adverse consequences reported.

Manufacturer narrative:
The affiliate informed that the product was discarded. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed. Device discarded.